Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The difficulty to initially bolus the pump, and the pump not initially beading during the or prep test confirms the complaint. Although the complaint was initially able to be confirmed, after the pump sat in the 48°c water bath for a period, the pump began to bead and flow normally. It is inconclusive as to why the pump did not initially bead.

Event description:
Intera oncology received a report about an intera 3000 hepatic artery infusion pump that was opened and prepared. However, it never beaded appropriately. After all troubleshooting options, a new pump was opened, prepared and implanted with no issue.

Event description:
Intera oncology received a report about an intera 3000 hepatic artery infusion pump that was opened and prepared. However, it never beaded appropriately. After all troubleshooting options, a new pump was opened, prepared and implanted with no issue.

Manufacturer narrative:
Intera oncology is waiting for the pump to arrive for evaluation. Therefore, once we evaluate the pump, a supplemental report will be submitted.